Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Declined troubleshooting. The customer's father also reported that there was infection at the site. The customer's father reported that there was puss at site after infusion set removal. The insulin pump will be returned for analysis.